Event description:
It was reported the trial distal tip broke. The surgery was successfully completed and there was no adverse health consequences to the patient.

Event description:
It was reported the trial distal tip broke. The surgery was successfully completed and there was no adverse health consequences to the patient.

Manufacturer narrative:
The reported event was confirmed via email correspondence with the sales rep and visual inspection of the returned product. No relevant manufacturing issues were found. The instrument's IFU states: "while rare, intraoperative fracture or breakage of instruments can occur. Instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery." Based on the age of the device it is likely that the device fractured due to normal wear and tear.